Event description:
Rptr states, "the package seal was opened." The device never was placed on sterile field. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
Complaint verified that the inner blister lid was caught under the outer blister seal. Corrective action is being taken.